Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid. The subject device was discarded and not available for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Note, the date of event is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, during a total joint procedure, the bard/davol hydrosurg laparoscopic irrigator leaked fluid. It was reported that the device was discarded and another device was used to complete the procedure. It was also reported that the device did not function as intended due to the leakage at the battery case. There was no reported patient harm or injury as a result.